Event description:
It was reported that the pump messages were being quarantined and pump was not showing up in pharm guard server. No patient injury was reported.

Manufacturer narrative:
Customer reported that the pump messages were being quarantined and pump was not showing up in pharm guard server. Both tamper seals were removed,the device was in good condition. Performed power up using biomed monitor lan mac address and radio mac address. Unable to download ehl (unable to initialize history data dataset error). Problem was with the main pc board. The problem was caused by the customer. Replaced main pcb due to counterfeit super cap, performed power up process and uploaded software.